Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: blood in electrical component. Specific component(s) involved: pump drive unit malfunction. Additional text: electrical component. Causative or contributing factor: patient non-compliance in device. Maintenance/protection; patient error in system care. Intervention(s): replacement of pump; other interventions, specify. Other intervention: patient had exchange to hmii - now in dt hmii trial. Implant device type: lvad.